Manufacturer narrative:
Section d4: serial number was requested but was not provided manufacturer's investigation conclusion: the reported event, of an alarm resulting in a system controller exchange, was inconclusive (not determined) as no product was returned and no log file from the controller was submitted for review. The customer reported that the patient exchanged their controller due to an alarm; however, the patient was unable to recall the alarm type. The customer reported that log files from the exchanged controller were not available and that the controller was not returning for evaluation; they also reported that the patient¿s treatment plan had not changed as a result of the event. The root cause for the event was not determined in this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the controller has been requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient did a controller exchange at home for an unknown alarm. Log files from the new controller showed no alarms. It was noted that the patient did not bring the exchanged controller to the clinic but log files prior to the exchange would be sent after the patient's next visit.